Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found with a severely bent grip, causing side to side misalignment of the grips. There was a 0.069¿ offset at the tips. Additional findings unrelated to customer reported complaint included the instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned measuring roughly 0.228" in size.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar force instrument tips were noted not aligned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-nov-2024: prior to the patient entering the operating room (or), while setting up the case, the instrument was noted to be misaligned. It was removed from the case and the room before the procedure was started so there was no patient involvement at all. The instrument was replaced prior to the procedure and before incision or any trocars were placed. There was no delay in the case and no interaction between the instrument or the patient at any time.